Event description:
It was reported that an asymptomatic pacer-dependent patient presented with pacing inhibition due to right ventricular lead noise. The patient was brought into clinic after several noise reversion episodes were seen via remote transmission. The noise was able to be reproduced through pocket manipulation. A loose set screw on the pacemaker was suspected to be the cause of the noise. Ventricular sensitivity was adjusted and no other intervention was performed. The patient was experiencing intermittent muscle stimulation but it was unclear whether the stimulation was related to the noise. The patient will follow-up in-clinic normally.